Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic partial hepatectomy procedure, the device gave error code sequence of "remove from patient, clean device, test, and replace instrument." The vena cava was torn which caused the procedure to go from laparoscopic to open. Surgeon stated that he was unsure as to how or what caused the tear. Patient received five units of blood and their stay in the hospital was extended. Patient's current status is unknown.

Manufacturer narrative:
(B)(4). MDR decision is now not reportable. Additional information was requested and the following was obtained: does the surgeon believe the tear in vessel was due to alleged deficiency of harhd36 device and if so, why? No. Response from additional information request: what were the indications for surgery? Liver tumor. What troubleshooting was done when they received the alert screens? Remove instrument, clean, test, replace instrument. What tissue were they on when they received the alert screens? Liver. Was there any evidence of the blade touching a hard object or device during the procedure? No. How long was second device used before they received alert screens? Unknown (approx. 15 minutes from open to error code). What heat management techniques were used during the procedure? Frequent device cleaning, maintaining tissue in the jaw during activation. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.